Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for evaluation and the reported problem is confirmed. A visual inspection of the returned cassette showed a pinhole in the membrane film. There were no other issues detected with the cassette. An investigation of the device history records (DHR) was conducted by the manufacturer. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. In addition, the DHR review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release.

Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported that the cycler had a m31-air detected in cassette in fill 1 and the patient cancelled treatment. When the cassette door was opened, it was wet and the cassette was leaking. Follow-up information with the pd nurse revealed that the patient had been able to complete treatments with manual pd therapy. The patient did not experience any adverse reaction or require any medical intervention. The patient was prescribed prophylactic medication only. The patient has since received a replacement cycler and continues regularly scheduled pd treatments with the cycler. The pd nurse observed the cassette and did not notice any holes or damage. The cassette is available to be returned to the manufacturer for physical evaluation.